Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, the patient reported experiencing a sensor error, followed by failure of the wearable device (captured in this complaint). The patient was using a tandem insulin pump. At an unspecified time after the wearable failure, the patient began having difficulty hearing others and became unresponsive, reportedly entering a coma. The patient¿s brother contacted ems, and the patient was transported to the emergency department. The patient recalls receiving IV fluids and dextrose (d10) during the event but is unable to provide additional details, including blood glucose meter readings, due to loss of consciousness. The patient was later informed that her insulin pump may have been delivering excessive insulin. The timeline for regaining consciousness was not specified. The patient was hospitalized for eight days and was reported to be in stable condition (¿fine¿) at the time of follow-up. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.